Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford phase iii tibial component, cat#: unknown lot#: unknown unknown oxford phase iii femoral component, cat#: unknown lot#: unknown. Initial reporter: thomas w. Hamilton, rajan choudhary, cathy jenkins, stephen j. Mellon, christopher a.f. Dodd, david w. Murray, and hemant g. Pandit ¿lateral osteophytes do not represent a contraindication to medial unicompartmental knee arthroplasty¿ knee surg sports traumatol arthrosc (2017) 25:652-659. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00729, 3002806535-2017-00730, 3002806535-2017-00731. Product location unknown.

Event description:
It was reported in a journal article that twelve patients were revised for unknown reasons. 9 of those patients had lateral osteophytes, and 3 patients were without lateral osteophytes. No additional patient consequences were reported.